Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display as well as pump was blinking red and giving battery out limit. The customer¿s blood glucose level was 72mg/dl at the time of the incident. Troubleshooting was performed and the display did not return. The insulin pump will not be returned for analysis.